Event description:
The pt was enrolled in the program in 2004. One 25mm long target lesion was identified in the proximal cx (cass site 18) with 100% stenosis, timi 2 flow and a 3.0 mm reference vessel diameter. The target lesion was wired with a whisper wire. An export catheter was advanced and thrombus was removed. The vessel was pre-dilated after placement of a distal filter wire. A taxus express2 3.5 x 32 mm drug eluting stent was deployed, reducing the stenosis to 0%. The pt remained in atrial fibrillation and was converted to sinus rhythm four days later. The pt was discharged the following day in stable condition on plavix and aspirin. The pt died at home that evening. No further details are known. The death certificate lists the immediate cause of death as cardiomyopathy.